Event description:
Patient reporting strong pain and rupture of device. Device remains implanted. This relates to the right device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 device is not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting strong pain and rupture of device. Device remains implanted. This relates to the right device.